Event description:
The sales rep reports that during a lap cholecystectomy procedure, the clips would not fire. Not noted how the case was completed. There were no patient consequences. No further details are known. One device will be returned.

Manufacturer narrative:
The analysis results found that the el5ml device was returned with the jaw broken, the shaft broken at distal end, and the advancer tip bent as well. Functional test could not be performed, as there were no clips remaining on the device.